Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. No patient injury was reported.

Manufacturer narrative:
10/7/1997- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6.